Event description:
During a left iliac angiogram, after ballooning of the left hypogastric artery when the physician removed the guidewire from the left hypogastric artery, the distal guidewire separated from the rest of the guidewire and stayed in the left hypogastric artery. Attempts at snaring the 19cm piece with a basket were unsuccessful. The physician decided to leave it in the small side branch of the distal hypogastric artery as it could not migrate and the flow through the vessel was very good. The patient was notified and discharged in stable condition.